Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurement during the change out of the competitor's device but within range in bsc's device. All other lead measurements were within normal limits. Boston scientific technical services (ts) suggested calling the competitor's representative and ask how the measurement was done. Additional information indicated that that the source of high out-of-range shock impedance measurement was not identified. The cardiac resynchronization therapy defibrillator (crt-d) was no longer in service as it was changed with competitor¿s device with unknown explant date. The patient will be followed by competitor¿s representative. This rv lead remains in service. No adverse patient effects were reported.